Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected: no defects were noted. The catheter was irrigated with purified water. No occlusion was noted. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined for the problem reported by the customer, as no problem was found with the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Vp shunt: before implanting the catheter it was flushed and found to be blocked. Changed to another catheter, type unknown. 5 minute delay. No ae reported. Further information to be provided.